Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for label lift with the incident lot was observed. Additionally, evaluation of the customer samples was performed and label lift observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that label lift off occurred before use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) (B)(4) units blood collection tube. The following information was provided by the initial reporter, "labels are coming off the tubes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label lift off occurred before use with a bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tube. The following information was provided by the initial reporter, "labels are coming off the tubes."